Event description:
Hamilton medical ag received the following description: the device starts up with a continuous beep and alarms with ¿panel connection lost" no patient was involved.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report contains also the investigation outcome. According to the complaint description, the device alarmed with "panel connection lost" at start up. It is important to emphasize that no patient was involved at the time the alarm occurred. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the customer could be confirmed. The device alarmed with "panel connection lost". The "panel connection lost" alarm indicates that communication between the interaction panel and the ventilation unit is interrupted. The root cause was identified as a defective embedded system module of the ventilation unit (vu esm). After the component was replaced, the device successfully passed all functional tests and has been operating as intended, without any further issues.